Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 250-400 mg/dl. Correction boluses via the pump were delivered to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer did not respond to attempts to obtain additional information.